Manufacturer narrative:
Batch review performed on 04 may 2023: lot 2117192: (B)(4) items manufactured and released on 22-mar-2022. Expiration date: 2027-03-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review. Other devices involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2206484: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Stem: sms solid 01.36.170 sms collared solid stem lat size 10 (k203041) lot 2206158: (B)(4) items manufactured and released on 20-sep-2022. Expiration date: 2027-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Cup: mpact 3d metal 01.38.056dh acetabular shell ø56 two-hole (k171966) lot 2209088: (B)(4) items manufactured and released on 01-july-2022. Expiration date: 2027-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 3 months from primary the surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.